Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed the "service" message logged in the event code for two separate days. Physio found the cable from the power pcb (j17) to the system pcb (j1) routed incorrectly. Physio is in the process of repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device display would have a black screen with the "service" message in the center, a lock up failure. There was no pt use associated with the event.